Manufacturer narrative:
Evaluation of the needle confirmed that the distal tip has broken off. The break is located at the suture pick-up slot. Broken portion of the tip was not returned. (B)(4) has been opened to address a possible redesign of the needle and elite-pass suture shuttle. (B)(4).

Event description:
The tip of the elite pass suture needle broke off during surgery. The piece was not removed.